Event description:
It was reported that there were impedance issues. Ins was replaced and the issues persisted. Healthcare provider (hcp) believes it is within the extension or the lead. Patient had been feeling a shocking sensation due to these impedance issues, but their programmer was able to program around them and these resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va120vn); product type: 0200-lead; implant date (B)(6) 2016; explant date brand name ; product ID 748251; product type: 0191-extension; implant date (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 64001, lot# va3347y, implanted: (B)(6) 2025, product type adapter. Product ID 3387s-40, lot# va11ql0, implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type lead. Product ID 748251, serial# (B)(6), implanted: (B)(6) 2004, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative, who reported that the physician believes there is something wrong with the extension or lead on the right side, which is causing the high impedance issue and shocking sensations because the existing impedances persisted after the battery exchange.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) revealed that the ins was functioning within specifications but has reduced capacity due to 1 overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.